Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.

Event description:
Boston scientific crm received information that this device exhibited undersensing, low impedances, loss of ventricular capture, noisy signals and sensing issues. Boston scientific technical services (ts) was consulted and stated the impedances have been stable for the last two years and are still within an acceptable range. The noise is most likely due to the sensitivity settings being at 0.15mv, and suggested determining when the ventricular pace happens during refractory period, and to increase the post ventricular atrial refractory period (pvarp) to alleviate the sensing issues. Another suggestion was to extend the atrial/ventricular delay. To date, there have been no adverse patient effects reported.